Event description:
It was reported that (2) devices were used during an endoscopic colon procedure. It was reported by the affiliate that the lcs15 shears, used with a h2tuv, would not function. Another instrument was used to complete the case. There was no consequence to the pt.